Event description:
During sterile access of mediport (22g huber needle unsheathed) found to be bent. Access aborted. The 22 gauge needles in stock accessed and found to be bent. A 2nd sterile access with 20 gauge huber needle completed with line found to be patent and with good blood return. Line flushed with 10 ml ns and soumedrol infusion begun her md order. Other clinic nurse returned approx 5 minutes later to feed pt. Found cap to second port had come off and medication was leaking out that port. Port cleaned with alcohol, patency assessed and found patent, line flushed with 10 ml ns with new cap placed. Huber needles were bent and connections were loose.